Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
Pride received only the motor back for evaluation. The gearbox and coupler were not returned with the motor. The part was evaluated and was found to be in operating condition. There is no evidence from the component returned that the regenerative braking was not functioning or that the unit was not capable of stopping.

Event description:
Claimant was traveling on (B)(6) when scooter started at high speed and the brakes were not working so she was unable to slow down. To avoid travling on road, she steered right and fell off.

Event description:
Claimant was traveling on (B)(6) when scooter started at high speed and the brakes were not working so she was unable to slow down. To avoid travling on road, she steered right and fell off.